Event description:
It was reported that the sales consultant received a new buttress compression nut and when he was fitting the part together with the trocar (blade guide sleeve), the nut and sleeve became fused together. He was unable to separate them. The tfn set cannot be used without the blade guide sleeve. There was no procedure or patient involvement. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices were received and a product development event evaluation was performed. (B)(4). This complaint is invalid from a design perspective. Original awareness date is 03/13/2012. The device evaluation was completed on 04/24/2012.

Event description:
This report is for file (B)(4).